Event description:
On tue, oct 1 10:43 am ingested pen needle last week I inadvertently swallowed a bd ultra-fine short pin needle. I am looking for information pertaining to a similar situation, should you have knowledge or be aware of a similar situation? To date, I've had no discomfort nor have I determined that I may have passed the pin needle. On the date that I ingested the needle, I went to an emergency room, where x-rays were taken, followed by a CT scan; neither of those forms of inspection identified any foreign body. Please let me know if you have information relating to a similar situation and how it was conducted and the results thereof. Otherwise, can you provide me with contact info for organizations that may have experience with a similar situation. I appreciate your time investment on my behalf.